Event description:
Scrub technician opening the supplies. Found debris on raytec sponge from vendor pack; both packs had same lot number and both had debris in raytec (B)(6) operating room #2 on (B)(6) 2019 about 1125hrs. No staff or patient injured. Packs were removed and new packs opened. Psr # (B)(4) submitted. FDA report filed. Certified scrub technician opened the pack product sterile and packed in manufactured packaging. Expires on 2019-12-01, lot#1356853. Product should be free of foreign debris. First incident with this particular pack, similar incident with other custom pack from this vendor. Vendor poc for the (B)(6) notified, product turned over to (B)(6). FDA safety report ID# (B)(4).